Manufacturer narrative:
Analysis received the unit with blank display when buttons are pressed due to moisture damage on the electronic assembly. (B)(4).

Event description:
The customer reported via phone call that they received a full blank screen. The customer's blood glucose was 230 mg/dl at the time of incident. The customer stated the insulin pump was exposed to extreme temperatures. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.